Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and the reported difficult positioning was due to challenging patient anatomy. The reported poor image resolution and single leaflet device attachment (slda) appears to be due to procedural circumstance/operational context. The reported dyspnea and recurrent mitral regurgitation (mr) were due to the slda. A conclusive cause for hypertension could not be determined in this complaint. Dyspnea, mr and hypertension are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported medication, hospitalization and unexpected medical intervention appears to be due to case specific circumstance. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. It was noted imaging was difficult and the patient had thin and frail leaflets at p3 and p2. An ntw clip was inserted and grasping was attempted. However, due to the patient anatomy, grasping was difficult. Once the leaflets were successfully grasped, the clip was deployed, reduced mr to a grade of <1. A few hours after the procedure, the patient experienced shortness of breath and a spike in blood pressure. Echocardiography was performed and showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr increased to a grade of 2-3. For treatment of the increased blood pressure, medication was administered. Later that day, to stabilize the slda and treat mr that had risen to a grade of 3-4, an additional mitraclip procedure was performed. One clip was successfully implanted, reducing mr to a grade of 1. No additional information was provided.